Event description:
Customer reported unexpected positive reaction (3+) at the weak d phase with gammaclone anti-d, when testing previously typed rh negative pt. Patient was tested approximately 4 times between 2003 and 2004 using the gammaclone anti-d. Weak d testing was being performed. Patient was transfused with 2 units of rh negative red blood cells. No adverse reactions occurred as a result of the unexpected positive reactions.

Manufacturer narrative:
Customer reported that during repeat testing with pre and post transfusion samples, the pt resulted rh positive at the weak d phase with gammaclone anti-d, immucor anti-d series 4 and immucor anti-d series 5 with reactivity ranging from weak positive to 1+. Patient's dat is negative. The customer did not return product or sample for investigation. Explained to the customer that a sample related issue could not be ruled out.